Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2013. As reported by the patient's attorney, revision procedures were performed due to vaginal foreign body on (B)(6) 2013 and due to an eroded suburethral sling on (B)(6) 2015. Boston scientific has been unable to obtain additional information regarding the event to date.